Manufacturer narrative:
An investigation was completed to determine the cause of the adverse event. Based on the investigation, there is no indication that the device directly caused adverse event. There is no allegation that a malfunction of the da vinci system, instruments, or accessories occurred during the procedure. Therefore, no product are expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted nissen fundoplication redo procedure, the case was converted to open surgery because the patient's anatomy was too difficult to complete robotically. Intuitive surgical inc.(isi) followed up with the initial reporter, a robotics coordinator from the site, who confirmed that the procedure was converted to open surgery because the patient's anatomy was too difficult for the procedure to be completed robotically. There was no injury to the patient and the patient tolerated the conversion well.